Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead became damaged. The lead exhibited no capture, no sensing, and low impedance. The lead was not used, and the procedure was abandoned. The patient was stable post-procedure.